Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a cook bakri postpartum balloon with rapid instillation components ruptured after being placed through the abdomen with toothless sponge forceps after a cesarean section for treatment of a postpartum hemorrhage. The patients estimated blood loss was about 1000ml before the balloon was placed. After suturing the uterus, the doctor began to inject 250 ml of normal saline into the balloon. After suturing the abdomen, water was found to flow out from the vagina. The procedure was completed by using another new like device. The patient was hemodynamically stable and did not need a blood transfusion. No adverse effect reported.

Manufacturer narrative:
Event summary as reported, a cook bakri postpartum balloon with rapid instillation components ruptured after being placed through the abdomen with toothless sponge forceps after a cesarean section for treatment of a postpartum hemorrhage. The patients estimated blood loss was about 1000ml before the balloon was placed. . After suturing the uterus, the doctor began to inject 250 ml of normal saline into the balloon. After suturing the abdomen, water was found to flow out from the vagina. The procedure was completed by using another new like device. The patient was hemodynamically stable and did not need a blood transfusion. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the device were conducted. The device was returned to cook for investigation. Visual inspection confirmed that the balloon was split open. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state on how to supply, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded a definitive cause of the event could not be determined from the available information. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.